Event description:
It was reported that the patient had high impedances and they were curious about running an MRI. The patient had one electrode removed (with extensions and battery in situ). There were no symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.